Event description:
It was reported that the patient received shocks. X-ray revealed that the lead had dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.